Manufacturer narrative:
Event date is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient¿s ipg became inoperable due to patient failing to recharge the ipg. Patient last had therapy in 2019 and has not successfully recharged since (B)(6) 2019. A manufacturer representative interrogated the system and deemed the ipg to be inoperable as they were unable to communicate with external devices. To address the issue patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored.